Manufacturer narrative:
Concomitant medical products: product ID: 37642, serial# (B)(4), product type: programmer, patient. Product ID: 3 7085-60, serial# (B)(4), implanted: (B)(6) 2011, product type: extension. Product ID: 37085-60, serial# (B)(4), implanted: (B)(6) 2011, product type: extension. Product ID: 3389s-40, lot# v635829, implanted: (B)(6) 2011, product type: lead. Product ID: 3389s-40, lot# v635829, implanted: (B)(6) 2011, product type: lead. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from a consumer reported that the patient had a change in therapy and an elective replacement indicator (eri) message was displayed. There was no dissatisfaction with the implantable neurostimulator (ins) longevity. The patient was going to have an MRI of the leads due to the change in therapy and noticing their deep brain stimulation (dbs) program did not work as well. The patient's health care provider (hcp) wanted to see the current position of the leads due to the programming problems. Therapy started to not work as well in (B)(6) 2014. Since then, the patient has had a few programming changes. The patient was reprogrammed in (B)(6) 2015 and the new program worked well for three months, but then it didn't work as well. The next program the patient tried did not work and was unacceptable. The patient had down time and dyskinesia all of the time and after eating protein. The patient's indication for use is parkinson's dual.

Event description:
It was reported the patient was reprogrammed by their healthcare professional on monday and they were doing well with it until tuesday morning. The patient was changed to group a when they were reprogrammed. The patient had leg cramps, discomfort, and shaking inside. The reporter changed the patient to group d and the patient fell asleep and was doing fine. Later in the day, the reporter tried to change to group a, but it was not available. The reporter had seen group a after they left the hcp¿s office. The patient had initially went to see their hcp because they were not seeing improvements in their side effects. When the patient connected to the implantable neurostimulator (ins) they were only able to see groups b, c, and d. The reporter was not sure that they saw group a and they had assumed the patient was on group a. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.